Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump does not rewind and cannot complete the rewind sequence. The customer's blood glucose reading was 144mg/dl at the time of incident. Troubleshooting found that the act keypad button is also not working properly. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No rewind anomaly or prime fill anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. All of the buttons functioned properly. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.